Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. The customer stated that the drive support cap was sticking out and that insulin continued to drip after letting go of the act button during the prime process. The blood glucose reading was 109 mg/dl. The customer stated that she was wearing the insulin pump during priming. Upon troubleshoot, customer reported feeling a more secure connection and that insulin did not continue to drip after letting go of the act button. She stated that the motor did not slow down nor did numbers ramp up on the screen. A complete infusion set change resolved the issue. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly. Moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Unable to prime the insulin pump during the prime test due to a protruded/loosed drive support disk. No a33 alarm noted. Unable to verify reservoir volume with status screen due to prime anomaly. Cracked case at display window, cracked reservoir tube lip and missing end cap sticker noted.